Event description:
Patient was revised due to metallosis. **update** 12/20/2011 - medical records were received. The revision operative report indicates there was apparent corrosion in the trunnion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 09/15/2016 - pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the pfs alleges popping in hip joint, substantial pain, elevated metal ion levels, emotional distress. There is no new additional information that would affect the existing investigation. It should be noted that the litigation for the right asr hip has been dismissed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of corrosion against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.